Manufacturer narrative:
Qn#(B)(4). The customer returned one injection syringe from an access tray for investigation. Visual examination of the returned syringe revealed the flange was damaged as reported by the customer. A device history record review was performed with no relevant findings. The IFU provided with this product states the following: "do not use if package is opened or damaged." The customer report that the injection syringe was damaged was confirmed through complaint investigation. Visual examination of the returned syringe revealed the flange was damaged as reported by the customer. It was determined that the damage observed is likely supplier related. A non-conformance request was initiated to further investigate this issue.

Event description:
Clinician was using flush syringe to flush the catheter when the flange on the barrel of the syringe broke off and the ragged edge from the break caused him to cut his finger on the sharp edge. The clinician stopped the bleeding on his finger and did not require any stitches. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Clinician was using flush syringe to flush the catheter when the flange on the barrel of the syringe broke off and the ragged edge from the break caused him to cut his finger on the sharp edge. The clinician stopped the bleeding on his finger and did not require any stitches. No patient involvement.